Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on, response buttons non-functional) was confirmed due to the rear response button flexible pcb being pulled from the ca board. The cause of the non-functional response buttons is the open circuit. The root cause of the pulled pcb cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.